Event description:
The end-user was pushing the rollator in their driveway, and when they went to put the brake on, the front wheel broke off and they fell. The end-user went to the emergency room, and had a jammed shoulder and bruised face.